Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13015. The pt has two percutaneous leads from the same lot number and one surgical lead. All leads are being reported, since it is unk which lead is related to this event. It was reported the pt was receiving effective stimulation in her lower back or buttocks and was having undesirable stimulation in her ribs. The pt also reported experiencing pain at the surgical site. The pt had fallen a couple weeks after the implant procedure. X-rays identified the leads had moved. The pt was reprogrammed, however, she is still having the issues. The pt was to f/u with her physician.